Event description:
Caller reported a malfunction on pump, but there was no adverse impact to customer¿s blood glucose level. Customer received assistance from technical support to reset pump, and the malfunction code did not recur after reset. Customer was advised to continue using pump and to call back if any issues reoccurred.